Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported that the customer is currently admitted at the hospital for high blood glucose. Customer's blood glucose was 357 mg/dl. Customer stated she needed assistance with changing the customer's basal settings. Customer's blood glucose was 386 mg/dl at the time customer was admitted. No further information provided.